Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) had exhibited premature battery depletion. It was also reported that the right ventricular (rv) lead exhibited high thresholds and a polarity switch had occurred. The ipg was explanted and replaced and the rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. The device met 86.7% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.